Event description:
It was reported that during the procedure, the subject device presented error codes e842 and e853. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image lost and failed water leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: intermittent image loss was due to a faulty charge-coupled device and the failed water leak test was due to tiny a crack in the video connector. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.